Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
During an arthroscopy procedure, an acumed 1.5mm cannulated hex driver was used. During the operation, the driver "crumbled" into the screw head and the surgeon could not remove the screw. A screw extraction kit was used to remove the screw, and the patient was opened to remove all the debris. The procedure started as a key hole surgery, but after this incident, the operation site was incised to what we call an open surgery.